Manufacturer narrative:
The delivery catheter has been received. An engineering investigation is being performed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device is available but was not received yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm on the right side with three gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices). It was stated that a 0.035" non-stiff terumo guide wire and a 10 fr terumo introducer sheath was used. The first and distal stent (pahr091002e) was implanted to the fibula head region. The deployment of the device was successful, but when the physician removed the shaft, he observed that the tip was not in place and stayed in the artery at the end of the introducer sheath. He used a "lasso" to recapture it and removed the tip with the introducer out of the body. It was reported that the procedure continued and the two next vsx-devices (pahr110502e and pahr130502e) were implanted. Then the three stents were post dilated with a 12 x 40 balloon and to close the access site a prostyle percutaneous closing device was used. As the closing system failed, a manuel compression must be performed.

Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates that the distal shaft was separated from the dual lumen catheter. The distal shaft was kinked and showed damage to the outer pebax layer at the area where a transition bond would have occurred. The dual lumen catheter showed visible imprints of the distal shaft braid pattern at the area of the transition bond as well. This evidence is consistent with a device that has been run through a manufacturing bonding cycle at the transition. The reported failure mode of a distal tip separation is not consistent with the findings of the distal tip still being attached to the distal shaft. The primary reported failure mode, related to distal shaft detachment, was confirmed during evaluation of the returned device. Device evaluation demonstrated findings consistent with execution of a transition to distal shaft bond during device manufacture. Reportedly, detachment occurred during withdrawal of the viabahn® device with no specific report of resistance or use of excessive force. However, this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the bond at the site of detachment. No anomalies in the manufacturing of the device were identified, and the root cause of the distal shaft separation could not be established with the available information.